Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The proximal fragment including the is-1 connector pin was not returned. The insulation was found damaged between 22.5 and 24.5 cm proximal to the lead tip. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was extracted due to high thresholds. No adverse patient events were reported. Should additional information be received, this file will be updated.